Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿bilateral massive osteolysis of uncertain origin after total knee arthroplasty: a case report and review of literature" written by rachid rassir, jorm m. Nellensteijn, rachid saouti, peter a. Nolte, published by the international journal of surgery case reports 26 february, 2021 was reviewed. The articles purpose was to report an unusual case of massive bilateral ppol (periprosthetic osteolysis) in the posterior flanges of the femur and patellae 4 years after bilateral uncemented tka without patellar resurfacing in a (B)(6) year old female. Bilateral staged revision surgery including polyethylene exchange and allograft morselized bone impaction was performed to treat the osteolytic lesions. There were no signs of implant malalignment, polyethylene wear or component loosening. Study demonstrated that several factors are associated with an increased risk on ppol (e.g. Polyethylene sterilization method, patient age, male gender). Surgical intervention in the context of massive ppol should include replacement of a potential particle generator (most often polyethylene), correction of potential malalignment, treatment of bone defects and assessment of implant anchorage. The study concluded that their report highlights the available evidence on clinical presentation, associated risk factors and preferred treatment strategy of massive osteolytic lesions after tka according to available evidence. Surgical intervention due to ppol should focus on exchange of the particle generator (mostly the polyethylene bearing), implant anchorage and alignment, and metaphyseal) bone defects. Findings: the (B)(6) year old female in this case study was noted to have a revision 4 years after initial implanting. The patient had an lcs tka knee and her natural patella. The surgeon reported finding the patient¿s bilateral knees: warm, swollen, pain, and having stiffness. During the revision, the right leg had osteolysis synovitis, slight delamination of insert, the posterior part of the lateral condyle was absent, there was a patellar defect (natural patella) that contained necrotic material, and only the insert was revised. The left leg had osteolysis, synovitis, slight delamination of insert, the posterior part of the lateral condyle was absent, there was a patellar defect (natural patella) that contained necrotic material, and only the insert was revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.